Event description:
Sds opened an echelon flex45 linear cutter, ref # ec45a, lot # r94l97, exp date: 09/30/2021, m# 3615892, today. When they handed it to the dr, he said it did not look right; there was a gap between the jaws of the stapler and the reload.